Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacturing representative that following implant, they were having abdominal irritation. They noted that their coverage was perfect in painful areas, and their stimulation did not make the abdominal irritation worse. The patient stated that their 5.6.6 paddle lead was likely irritating their dorsal roots and causing the abdominal pain, thus it was replaced with a 2x8 surgical paddle. After the lead replacement, the patient noted that their coverage was perfect and they had less abdominal pain. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.